Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with sensor accuracy. Customer stated that the sensor was reading low when her blood glucose level was about 400 mg/dl. Customer also stated that she had to disconnect the sensor and found that the sensor looked kinked. In addition, the insulin pump did not alarm to disconnect and customer stated that she was running low all morning. Customer stated that she treated as per the sensor reading and treated with the insulin pump. Customer declined troubleshooting. Customer stated that when the sensor reads 43 mg/dl, the customer will treat based off the sensor reading. Customer reported that she was told the sensors can be off 10 points from a fingerstick. Customer treated with food and was advised to always rely on the blood glucose reading for therapy adjustments. No additional information provided.